Manufacturer narrative:
The motor error alarm occurred during occlusion test and was unable to prime during prime test due to faulty force sensor relay. No compromised force sensor system alarm occurred during testing. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error while the customer was lying down. The customer stated that after he rewound and primed the device, he received another error alarm. The blood glucose reading was unknown. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.